Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in france. The technical service report is attached(see communication log), and indicates: fault: connecteur de la ccu1688 hs. Repair level: 0. Action taken: replacement du connecteur de la ccu qui est défaillant. Tests: function test. General inspections. Qip. Probable root cause: ¿ transition board. ¿ intermittence between transition board and ch connector. ¿ software. ¿ camera head (sensor, sensor cable). ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing. Mechanism, endoclamp, zoom ring). ¿ problem toggling light source. ¿ connected monitors. ¿ leaking. ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source. ¿ soaking cap disconnection during sterilization. ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. ¿ cybersecurity attack. ¿ pendulum ch inertial measurement unit (imu). ¿incident light from surgical scene is reflected by coupler/ch window. ¿ use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was inverted image.